Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high pacing impedance and high capture thresholds on the right ventricular (rv) lead. The physician elected to continue to monitor. The patient was in stable condition.